Event description:
It was reported that the customer believes that the nurse was mixing up base concentrations from the old library after changes in the drug library. The mix up was from having a 16 mcg/ml in their hand, so that they pick one of the ones with "16", however the problem is that those are either 32 or 64 mcg/ml. They were used to picking a concentration of 16 mcg/ml, but the old library was not built out as total drug/total volume, so they think they just see the "16" and think that they are good. There was patient involvement, but outcome is unknown. Although requested, no additional information was reported to bd to date.

Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Root cause: the root cause for the reported issue of an programming error - norepinephrine was not determined because no products or device logs were returned.

Event description:
It was reported that the customer believes that the nurse was mixing up base concentrations from the old library after changes in the drug library. The mix up was from having a 16 mcg/ml in their hand, so that they pick one of the ones with "16", however the problem is that those are either 32 or 64 mcg/ml. They were used to picking a concentration of 16 mcg/ml, but the old library was not built out as total drug/total volume, so they think they just see the "16" and think that they are good. There was patient involvement but outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem.

Event description:
It was reported that the customer believes that the nurse was mixing up base concentrations from the old library after changes in the drug library. The mix up was from having a 16 mcg/ml in their hand, so that they pick one of the ones with "16", however the problem is that those are either 32 or 64 mcg/ml. They were used to picking a concentration of 16 mcg/ml, but the old library was not built out as total drug/total volume, so they think they just see the "16" and think that they are good. There was patient involvement, but outcome is unknown. Although requested, no additional information was reported to bd to date.